Manufacturer narrative:
Device(s) are: product ID: asm0206-01r, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system displayed an error message that the surgical arm failed to reach the destination. Setup on the surgical arm was completed, and the arm passed an accuracy test. However, there was a creaking/popping noise during movement. A stress test failed at joint 6. The surgical arm was replaced, and the system was working as intended. Analysis results for software exports, and logs were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were deviated trajectories during a l2-l4 olif using k-wires and no decompressions. Cages and side plates were placed at l3 and l4. The patient was able to be registered successfully with green values. The surgeon operated on the left side first. At one point, an error message was displayed, which stated the surgical arm was off trajectory. The surgical arm was resent to the trajectory and the case was proceeded. The manufacturer representative thought the error message was due to pressure on the arm. When moving to the right side trajectories, the surgeon noticed that all trajectories were superior by more than 5 mm. The patient was re-registered, which required the removal of the left side k-wires. After re-inserting the left side k-wires, the surgeon moved to the right side and noted that the trajectories were slightly lower, but still usable. When operating on the right side, the same error message for the surgical arm being off trajectory was displayed. The surgical arm was resent to the trajectory to continue the case. When unmounting the surgical system from the bed, the system froze and required a soft restart to resolved. Confirmation images looked good, and there appeared to be no patient shift. There was no patient harm and the procedure was delayed less than an hour.

Manufacturer narrative:
H3: analysis of the exports was completed and the complaint was confirmed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor x r<(>&<)>d workstation. Analysis reviewed the planning and no major issues were noticed regarding the planning of the screws. The registrations were performed during the case reproduced and validated to be accurate on a mazor r<(>&<)>d station, no shifts were noticed. Analysis inspected the k-wires on the left that were performed before moving to the right side. It was noticed that l4 left, which was the last inserted screw on the left side also deviated superiorly according to the planned trajectory. The representative suggested to perform additional registration in order to overcome the deviation on the right side. Two attempts for achieving registration were performed but failed due to cross-view error and low image match. The surgeon removed the k-wires and performed additional registration that was successful. The surgeon instrumented all the k-wires accurately and according to plan. Bone mount bridge was used as the chosen platform selection and connected to the right psis. No major issues were detected regarding the fixation of the schanz screw. Analysis reviewed all the available information and concluded that the most probable causes for the deviation on the right side and l4 left related to patient or platform shift after instrumenting l3 left k-wire or malfunction of the surgical arm encoders. A patient or platform shift is a possible cause because the surgeon instrumented first l2 <(>&<)> l3 left accurately and after that, all the following trajectories had the same deviation direction. The surgeon performed additional registration that resolved the shift issue and all the k-wires placed accurately. The malfunctioned encoders can be related to the errors that alerted during the case and may affect the accuracy of the system. Analysis fo the surgical arm found the arm passed a stress and accuracy test, but failed a navigation and jig test. The j2 and j6 encoders failed, the j2, j3 and j6 motor encoders malfunctioned, the axis of j4 and j6 was the old version, the j6 motor axis failed, the j6 plastic cover was broken and the j2 and j6 mechanical parts failed. The surgical arm was repaired, recalibrated and passed all testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: asm0206-01r, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.